Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator had a loss of ventilation with an inoperable battery, with the system attempting to start up following a power failure. The ventilator also reported incorrect "end of service life" dates for batteries. The unit was not returned to medtronic for evaluation; however, ventilator photos of the ventilator logs were provided and reviewed which confirmed the reported power failure and loss of ventilation. The customer's biomedical engineer (biomed) inspected the ventilator and was unable to duplicate the reported issue. The ventilator passed all calibrations and tests as per the manufacturer's specifications. Although a cause was not determined, potential contributing factors to the reported power failure include intermittent connection to hospital wall power or intermittent hospital power resulting in conflicting information regarding the power source (alternating current (ac) or battery). The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator had a loss of ventilation with an inoperable battery, with the system attempting to start up following a power failure. The ventilator also reported incorrect "end of service life" dates for batteries. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.